Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in (b)(46 site 7 in the mouth, the implant had not achieved osseo- integration. Clinician reports poor implant angulation and bone bumped drill into ext socket. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 7 in the mouth, the implant had not achieved osseo- integration. Clinician reports poor implant angulation and bone bumped drill into ext socket. The product will be forwarded to the manufacturer for investigation. There were no reported complications.